Event description:
Report received that patient was inadvertantly bolused with baclofen - received approximately two days worth of drug in 20 minutes. A cap dye study had been performed on the device and the priming bolus calculation was inaccurate after the dye study. Normal patient daily dose 200 mcg. - bolus dose administered was 529 mcg. Administered in 20 min. Patient was placed on a ventilator in the ICU. Patient recovered without sequelae.